Event description:
It was reported that during a thyroidectomy procedure, the tissue pad was damaged. Error 5 was displayed after the device was set. Another device was used to complete the procedure. There were no adverse consequences for the patient. Device was discarded.

Manufacturer narrative:
(B)(4). (B)(4).